Event description:
A pharmacist reported that a crack in the intraocular lens (iol) optic was seen after iol injection into the patient's eye. The crack was reported to be central and perpendicular to the haptics' axis. The iol was removed and replaced. The patient experienced a corneal traumatism. Patient outcome was unknown additional information has been requested but not received to date.

Event description:
Additional information was received from the surgeon who reported an observation of a fissure in the optic after the injection and the unfolding of the iol. Patient outcome was resolved with treatment. There was an increase posology of anti-inflammatory eye drops. In surgeon's opinion the device caused/contributed to the event.

Manufacturer narrative:
A sample is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned in two pieces (cut) in the lens case. The lens is immersed in solution. One haptic is broken at the arm area and not returned. The optic is scratched/marked-rejectable. While it is unable to determine the origin of the damage, observations reasonably suggest that it is not manufacturing related. It is reasonable to suggest that the optic was intact, in good condition and acceptable for use by the customer prior to attempted loading. Although, the reported complaint is lacking in relevant information such as associated products used, the reported complaint was most likely caused by the customer during the loading and/or the attempted delivery and it is unlikely that the lens contributed to the event. Based on the results from the product and batch history record, the product met release criteria.